Manufacturer narrative:
One imp,tsv,4.7,8,mtx,mg (tsvtwb8) with mount and screw along with packaging was returned for investigation (images attached in the complaint). Visual inspection of the as returned product identified outer packaging opened but inner vial still intact as intended with no malfunction. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Picture was not provided by the customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1245934. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1245934) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K101880.

Event description:
It was reported that the implant was opened and the internal portion of the vial was open. The procedure was completed with a different implant. Tooth location # 3.